Manufacturer narrative:
The handpiece cable was received badly twisted with exposed wires. It is possible the twisting could restrict the water flow leading to overheating.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that while using a cavitron g110 scaler, the insert was "getting hot"; no injury resulted.